Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. The patient also alleged of having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contaminant inside the filter area of blower box, on the ui panel, top enclosure, blower, blower seal, inside blower, blower box, bottom enclosure, and on the rear panel o-ring. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown contaminant on the flip lid, flip lid seal, inside dry box, on bottom enclosure, side panel, and wire harness, black particles were observed inside the iso port. The manufacturer concludes there was evidence of dust contaminant inside the filter area of blower box, on the ui panel, top enclosure, blower, blower seal, inside blower, blower box, bottom enclosure, and on the rear panel o-ring. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Humidifier dsxhcp (sn (B)(4)).